Event description:
It was reported that a arteriotomy closure of the right common femoral artery was attempted using a proglide after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, when the plunger was removed, no suture was present. Another proglide was attempted but the same occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide referenced in b5 is filed under a separate medwatch report number.